Event description:
A dealer has called to report the horizontal support bar in rear right is broken. In speaking with the reporter it was learned that the end user brought in the device with the part broken. The end user did not explain how the incident took place. She has no further incident clarification to disclose. End user has been using the device since (B)(6) 2012. End user was given a new rollator.